Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not turn on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and stm processor was observed. Burn mark was observed on u-13 component. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned reader and u13 component was observed to be burnt. The reader log file was reviewed. No issues were observed. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured; however, results were not within specification. A known good battery was used. Reader powered on successfully using a known good battery and known good charger. The reader failed the built-in reader test. A thermal inspection was conducted using a thermal camera and hotspots were observed on u9 and u13 component. R100 pull down resistor was tested to find out if there is any voltage across. R100 voltage was measured. Any voltage across this resistor was evidence of excessive voltage/current bypassing the stm vbus protection circuit. This excess voltage/current through the u9 and, u13 ic components may permanently damage the components, and systems such as i2c communication. It was observed that, the overheating of u13 caused this component to burn as there was excess power going through the usb port and the overheating on u9 (ble chip) caused the built-in reader test which tests the internal hardware, display, beeper, vibrator and touch screen. It was determined that, this issue is caused by the customer using a non-abbott provided usb adapter. The customer's reported complaint for "reader not turning on" was observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable and adapter have been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.